Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl to 445 mg/dl at time of incident and current blood glucose level was 248 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer having trouble with insulin pump, states that it was not performing properly. Customer had high and after taking insulin their sugar did not regulate. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump, set changes and injections for high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports time or date was correct. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer reports was not worn during a medical procedure or test around magnetic resonance image. Customer states they performing the self-test and as results insulin pump passed. Customer states they performed displacement test and as results insulin pump passed. Customer was able to perform high pressure test at this time. Customer states they performing the high pressure test and as results insulin pump passed the test. The device will not be returned for analysis.